Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp fractured during the cleaning process. There is no additional information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned item # 42517000707 lot # 63535451 found it to exhibit signs of repeated use and has fractured on the lateral side of the post feature. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.